Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. Ra lead insulation damage was suspected, although not confirmed. No intervention has been performed at this time. The patient was in stable condition.